Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing 70mm had a tear. It was identified during use on a patient. The healthcare facility has further reported that the patient experienced minor desaturation and was immediately resuscitated and made a full recovery. There were no further patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer as the device packaging was disposed. Section d4: UDI details are not provided by the customer as the device packaging was disposed. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information and photography provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility stated that the tubing of bc191-05 nasal tubing 70mm had a tear. Visual inspection of the provided photography revealed that one of the tubing was observed torn between 2nd and 3rd film at the midline circuit connector side. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc191-05 nasal tubing 70mm had a tear. It was identified during use on a patient. The healthcare facility has further reported that the patient experienced minor desaturation and was immediately resuscitated and made a full recovery. There were no further patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer as the device packaging was disposed. Section d4: UDI details are not provided by the customer as the device packaging was disposed. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.